Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the sureform 60 stapler instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history identifies related complaints involving this product. The site is returning products in their inventory with the same lot. These are documented under reports submitted on patient identifier (B)(6). Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information and the batch lot sequence number is not provided. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure at an unspecified date, the sureform 60 stapler instrument with lot l10220803 exhibited non-intuitive movement. According to the surgeon, the instrument moves in the opposite direction when commanded by the controller. Troubleshooting was attempted by removing and reinstalling the instrument; however, once reinstalled, the instrument failed to "initialize" or engage. No further information was provided at this time. The customer is returning all the instruments with the same lot number for evaluation. Follow up was attempted; however, no additional information has been provided at this time.